Event description:
As reported, during use of a 6f/7fmynx control vascular closure device (vcd), a balloon rupture occurred within the vessel, and the device could not be used for hemostasis. There were no reported injuries to the patient. A retrograde approach from the common femoral artery (cfa) was used. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.